Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.

Event description:
The customer alleges that the needle broke off at the hub when trying to remove it. The needle was stuck in the patient's leg. Intervention - the needle was removed by orthopedics' (in or). The patient was moved to a higher level of care to see a neurologist. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was not provided. No sample was returned for evaluation and no photo was provided. Based on the available information, the complaint could not be confirmed and no root cause was identified. Teleflex will continue to monitor and trend for reports of this nature. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the needle broke off at the hub when trying to remove it. The needle was stuck in the patient's leg. Intervention - the needle was removed by orthopedics' (in operating room). The patient was moved to a higher level of care to see a neurologist. The patient's condition is reported as fine.